Manufacturer narrative:
The clip remains implanted and will not return for analysis. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This report is being filed due to tissue injury. It was reported that on (B)(6) 2022, a mitraclip procedure was performed for a functional mitral regurgitation, grade 4 with dilated atrium. During the first clip implant, two grasp attempts were made and the posterior-medial leaflet (pml) was outside the clip after a short period of time. It was visible in echo that there was a cleft in the pml. The tissue of the leaflets seemed to be very frail. It became possible to place three clips to reduce mr and repair the cleft. The cleft was worsened by the mitraclip. No difficulties were seen when visualizing the clip. Patient is stable and the mr grade reduced down to 3. There were no clinically significant delays or any adverse consequences to the patient. No additional information has been provided.

Event description:
Subsequent to the initially filed report, additional information was received stating that on (B)(6) 2022, the patient returned to the hospital for a follow up appointment. Echocardiography was performed and showed the first two clips that were implanted had detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda), causing mr to increase to a grade of 4. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation determined the reported difficulty capturing the leaflets and single leaflet device attachment (slda) appear to be related to patient morphology/pathology. The tissue injury appears to be related to the difficulty capturing the leaflets. The recurrent mitral regurgitation (mr) was due to the procedural condition of the slda. Tissue injury and recurrent mr are listed in the instructions for use (IFU) as known possible complications associated with the mitraclip procedures. The reported unexpected medical intervention was a result of case-specific circumstance. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation determined the reported difficulty capturing the leaflets appears to be related to patient morphology/pathology. The tissue injury appears to be related to the difficulty capturing the leaflets. Tissue injury is listed in the instructions for use as a known possible complication associated with the mitraclip procedures. The reported unexpected medical intervention was a result of case-specific circumstance. There is no indication of a product issue with respect to manufacture, design or labeling.